Event description:
It was reported that due to painful and bothersome stimulation in the pt's anterior and lateral thoracic cavity (despite reprogramming), the pt and their leads removed. The implantable neurostimulator (ins) was "plugged" and left in place. The explanted leads were not returned. The pt later underwent a surgery to implant a new lead.